Manufacturer narrative:
.

Event description:
Product was returned as an implant failure after 5 months. Based on the report, the patient had a history of tobacco use, oral hygiene was described as moderate, and bone condition was described as poor. Surgery was traditional two stage on tooth #2 with a single prosthetics attachment. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to pain.